Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and no insulin drops were observed exiting the infusion set tubing . Customer's blood glucose level was 117 mg/dl. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed.